Manufacturer narrative:
(B)(4).

Event description:
Procedure :lap roux n y. Gastrojejunostomy. From dr (B)(6): it was very sticky to start with and then the needle fell off in the back part of my anastomosis and then was stuck. It came off the suture and was lost in the abdomen which took is about an hour to find with x rays.

Manufacturer narrative:
(B)(4).